Manufacturer narrative:
The device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
After catheterization, the child developed pleural effusion (dyspnea).

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002). The client described that "after catheterization, the child developed pleural effusion (dyspnea). Asking to see if the catheter is the cause. Medical staff checked the position of the catheter by taking chest x-ray during placement and fixed on 12cm of length immediately. The catheter was inserted at around 12pm on feb 6th. And tpn was started at 12:40pm after placement. Flow rate was 4.2cc/hr at that time. The next day around mn, patient's condition was worsen suddenly, medical team checked chest x-rays and noticed about pleural effusion at 1am on feb 7th. Thoracentesis was done around 3am on fed 7th for the first time and did again at 1pm after checking chest x-rays. Patient was treated with ventilator care for conservative care and finally transferred to other hospital 4 days of life. We received one catheter as a sample. The first 3 cm of the catheter are missing. As there is no straight cut at that end, we are uncertain whether the catheter was trimmed to length intentionally or whether the tip detached during use or after removal. The clamp was closed. Distal from the wing the extension line showed blood residues. Also, after ""massaging"" the catheter tube in warm water and the attempt of flushing it with warm water, the catheter was not passable. Air bubbles were visible inside the catheter. A microscopic step by step examination showed no defect. Having checked the batch history records, no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. There are eight further complaints for batch 160222gs and none further complaints regarding a pleural effusion on code 1261.205 within the last three years. No further corrective action was initiated by quality management as the catheter showed no defect and there is no hint of a manufacturing fault.

Event description:
After catheterization, the child developed pleural effusion (dyspnea).